Event description:
The metal shaft of the oral (blue) temp probe can loosen from the white plastic body causing the shaft to become longer. This causes the spring tension on the eject button to increase to the point that it may (it did at rptr's facility) release on its own. The ejected probe cover has the potential to cause injury to the pt.